Event description:
The customer stated an architect c4000 analyzer generated a falsely decreased phosphorus result for one patient sample. The analyzer generated an initial phosphorus result of 0.44 mg/l and a repeat result of 27.5 mg/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false negative result (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional patient information was added. Name of suspect medical devise has been changed. Part number 7-207043-01 (cuvette segment, no cuvettes) was replaced. (B)(4). (Incorrect or inadequate test result) device operates differently than expected; FDA 2913 this incident has been determined to be related to a malfunction and a product deficiency identified in (B)(6) 2014. An investigation identified cuvettes located within broken cuvette segments list number (B)(4). This caused the specific cuvettes to be lower than the designed height, which resulted in samples not wicking-off into the cuvettes during dispense because the sample probe was not in contact with the cuvette bottom. In the case where cuvette segments are broken, discrepant results are not always flagged. No injuries or impact to patient management have been reported due to this issue. The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvette(s), which may lead to incorrect results. A mandatory technical service bulletin (tsb) on all c4000 instruments (effective (B)(6) 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) and on the c4000 system. Replace any identified broken cuvette segment. Replace any old segment (list number (B)(4)) with the new cuvette segment (7-207043-01) a worldwide quality hold for (B)(4) including final disposition to inspect has been issued.

Event description:
The customer stated an architect c4000 analyzer generated falsely decreased results for several assays. The customer provided results from two patients. One patient sample ((B)(6)) generated a result of 0.0 for the urea nitrogen on cuvette number 61 and repeated at 0.33 g/l on cuvette number 85. The same patient sample generated a discrepant phosphorus result on cuvette number 62, which was previously reported. Another patient sample ((B)(6)) generated a low calcium result (below linearity) on cuvette number 63 and a low protein result on cuvette number 61. No impact to patient management was reported. The instrument was inspected and it was found that the cuvettes were defective.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of system logs, a search for similar complaints, and a review of labeling. Log review found no liquid level sense or maintenance problems, but noted the cuvette numbers for the low results. The customer was instructed to check the cuvettes in question and found they were too far down in the segment. The plastic under the cuvettes was curved outward. The customer repositioned the cuvettes so they were in the segment correctly to resolve the issue. No adverse or non-statistical trends for cuvettes were identified. Labeling was reviewed and found to be adequate. Based on the data available and the results of this evaluation no product deficiency was identified.